Event description:
It was reported that before a coronary drug eluting stenting treatment procedure, stent damage was noticed. The target lesion was located in the right coronary artery (rca). During preparation of the 3.50 x 12 mm taxus liberte drug eluting stent, the stent was noted to be bent.